Event description:
It was reported that a patient had gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent revision due to symptomatic rectocele on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.